Event description:
Pt admitted to hospital for re-do sternotomy 5th time, mitral valve replacement, tricuspid valve replacement, reconstruction of mitral valve annulus with bovine pericardial patch and intraoperative transesophageal echocardiogram secondary to severe para valvular mitral regurgitation, severe tricuspid regurgitation, severe pulmonary hypertension and congestive heart failure. Unk manufacturer of last mitral valve replacement 1990 as pt had mitral valve repair with closure of para valvular leak and tricuspid valve annoplasty.